Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer. Customer declined further troubleshooting with technical support, additional information was not provided.